Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
It was reported that the date and time on the pump were incorrect. The pump reportedly reset to the default date and time on (B)(6) 2011. The pump was reportedly delivering the daytime basal rate at night, and nighttime basal rate during the day due to the incorrect time. The patient reportedly experienced low blood glucose levels of 29mg/dl and 32mg/dl on (B)(6) 2011 and (B)(6) 2011 respectively. The patient was able to drink juice with sugar in order to bring the blood glucose levels within the target range.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.